Manufacturer narrative:
On 03 november 2017 the medical affairs director performed a clinical evaluation and commented as follows: intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on 27 october 2017. Lot 165817: (B)(4) items manufactured and released on 21 december 2016 . Expiration date: 2021-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon found the femur was fractured in post op x-ray. A revision surgery has been performed.